Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient had developed a blood clot. Laminectomy was done. The patient was doing well post operatively.